Event description:
It was reported that the battery voltage was reading 2.54 volts, but elective replacement indicator had not triggered. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary : (B)(4): performance data collected from the device was analyzed and revealed low telemetered battery voltage. Further analysis revealed that on (B)(6) 2010, the telemetered battery voltage was 2.54 v while the daily battery voltage trend measurement was 2.92 v.